Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files contained clusters of pulsatility index(pi) events. Patient's clinical presentation shows suspected thrombus. It was not confirmed that the parameters observed in the log files were associated with a clinical condition such as thrombus; however that does not mean that thrombus is not present in the circulatory loop. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through the evaluation of the submitted log files. The submitted controller event log file contained data from on (B)(6) 2020. No atypical alarms or events were captured. The actual motor speed remained above the low speed limit for the duration of the submitted log files and the pump appeared to be functioning as intended with stable parameters. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate 3 lvas, serial number: (B)(6) until ultimately undergoing a routine heart transplant on (B)(6) 2020 (via implant ID: (B)(4). No product is available for investigation. The heartmate 3 lvas IFU lists pump thrombosis, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, the IFU contains information regarding the recommended anticoagulation therapy for patients using the device. No further information was provided. The manufacturer is closing the file on this event.